Event description:
It was reported to tycohealthcare/kendall in 2002 that a customer had a problem with a monoject needle. The customer stated that there was a wire inside the cannula of the needle. Needle. The customer states that after drawing up the meds, during the expulsion of air bubbles the customer noticed a steel wire in the cannula of the needle.